Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 145 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that they were unable to clear the alarm. Customer also stated that they were unable to rewind the insulin pump. Customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test. No motor error alarm noted. Motor passed motor test.